Event description:
It was reported that during a CABG procedure, the jaws were misaligned and there were problems with damaging vessels. There was blood loss in a quantity of more than one; specifics unknown. It is unknown how the vessel was repaired. No further information was available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: it was reported that the surgeon complained of damaging an artery when trying to clip the internal mammary artery and this was due to the tips of the jaws of the clip applier not being smooth. The exact clip applier that was used in the case is not known, but it was reported that the account had codman clip appliers. The surgeon stated that this event with the clip applier that he was using during the case "took 10-years off of his patient's life." Although the rep has been trying to get additional information, she has found it very difficult to get additional details about this case. Ees requested a conference call with the surgeon to discuss the event and potential outcome for the patient; however, the surgeon declined our offer to discuss the issue any further. Ees medical consultant reviewed the available information and provided the following summary, "I have reviewed the limited information on this complaint. It appears the clip setter, not the clip itself was roughened after years of use. They have been removed from service at this account. The "taken ten years off" the patients life, may indicate the need to convert from using the mammary artery to using saphenous vein, but we have no information that actually occurred." The complaint could not be confirmed because no device was returned for analysis.